Event description:
Non-targeted delivery [device deployment issue]. Arterial spasm [procedural complication]. Case description: initial information received on 12-jul-2016: this spontaneous medical device report was received from a physician concerning a patient of unknown age and gender. The patient's medical history and concomitant medication were not reported. On an unspecified date in 2016 the patient received therasphere (lot number and expiration date not reported) for an unknown indication using a surefire infusion system. On an unspecified date in 2016, at the time of therasphere administration, an arterial spasm was observed which might have led to untargeted delivery of therasphere. The physician reported that the spasm might have been caused by the catheter used. The reporter did not provide a seriousness or causality assessment. The company considers the events non-targeted delivery and arterial spasm as serious (medically significant). Case comment: device deployment issue and procedural complication is considered unlisted according to therasphere current reference safety information. The reporter did not provide a causality assessment but stated that the spasm observed, which might have led to non-targeted delivery, might have been caused by the catheter used. Although limited information is available the company considers the events non-targeted delivery and arterial spasm as related to the use of therasphere. This single case report does not modify the risk benefit balance of therasphere. The company is continuously monitoring all respective reports received and, based on cumulative experience, will reevaluate the available evidence on an ongoing basis.

Event description:
Non-targeted delivery [device deployment issue], arterial spasm [procedural complication]. Case description: initial information received on 12-jul-2016: this spontaneous medical device report was received from a physician concerning a patient of unknown age and gender. The patient's medical history and concomitant medication were not reported. On an unspecified date in 2016 the patient received therasphere (lot number and expiration date not reported) for an unknown indication using a surefire infusion system. On an unspecified date in 2016, at the time of therasphere administration, an arterial spasm was observed which might have led to untargeted delivery of therasphere. The physician reported that the spasm might have been caused by the catheter used. The reporter did not provide a seriousness or causality assessment. The company considers the events non-targeted delivery and arterial spasm as serious (medically significant). Additional information on 16-aug-2016: follow up information has been sought. As of 16-aug-2016 no additional information has been received. Case comment: device deployment issue and procedural complication is considered unlisted according to therasphere current reference safety information. The reporter did not provide a causality assessment but stated that the spasm observed, which might have led to non-targeted delivery, might have been caused by the catheter used. Although limited information is available the company considers the events non-targeted delivery and arterial spasm as related to the use of therasphere. This single case report does not modify the risk benefit balance of therasphere. The company is continuously monitoring all respective reports received and, based on cumulative experience, will reevaluate the available evidence on an ongoing basis.

Event description:
Non-targeted delivery [device deployment issue], arterial spasm [procedural complication]. Case description: initial information received on 12-jul-2016: this spontaneous medical device report was received from a physician concerning a patient of unknown age and gender. The patient's medical history and concomitant medication were not reported. On an unspecified date in 2016 the patient received therasphere (lot number and expiration date not reported) for an unknown indication using a surefire infusion system. On an unspecified date in 2016, at the time of therasphere administration, an arterial spasm was observed which might have led to untargeted delivery of therasphere. The physician reported that the spasm might have been caused by the catheter used. The reporter did not provide a seriousness or causality assessment. The company considers the events non-targeted delivery and arterial spasm as serious (medically significant). Additional information on 16-aug-2016: follow up information has been sought. As of 16-aug-2016 no additional information has been received. Additional information on 13-sep-2016: follow up information has been sought to further investigate the events but no new information has been received. After three follow up attempts the case is considered lost to follow up. No device failure has been identified as a result of these adverse events. It has been assessed that no corrective action is necessary at this time. This is a final report. Case comment: device deployment issue and procedural complication is considered unlisted according to therasphere current reference safety information. The reporter did not provide a causality assessment but stated that the spasm observed, which might have led to non-targeted delivery, might have been caused by the catheter used. Although limited information is available the company considers the events non-targeted delivery and arterial spasm as related to the use of therasphere. This single case report does not modify the risk benefit balance of therasphere. The company is continuously monitoring all respective reports received and, based on cumulative experience, will reevaluate the available evidence on an ongoing basis.